Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis could be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported due to high valve placement. Subsequently, a second transcatheter bioprosthetic valve was implanted, resulting in trace paravalvular leak. No further adverse patient effects were reported.